Event description:
It was reported that during an in-clinic follow-up, loss of capture was noted on the right atrial (ra) lead. The patient presented for a revision. During the repositioning, the helix would not extend. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.